Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device was fired and the staples did not form properly. There was significant bleeding (greater than 1000cc). The surgeon used his hand in an attempt to control the bleeding. He then used another device with a white reload across the vessels to control the bleeding, but was unable to achieve hemostasis. The surgeon then converted to an open procedure, and stabilized the bleeding. The patient required over twenty units of blood. The patient expired in 2008. Device is currently being withheld in the risk management office of the facility.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 11/20/2008. Evaluation summary: ethicon endo surgery engineers were allowed to perform an onsite analysis. There was some discrepancy between the amounts of instruments kept for review versus what was described in the reported complaint. Two instruments (instrument 1- instrument 2) for product code ec60 were identified and evaluated. Both instruments were used (tissue found in the anvil knife slot). The first instrument could not be closed for test firing. The closure system was jammed. Potential cause is that the closure system was bonded by body fluid the anvil on the second instrument was bent up significantly and failed the cannular gage. Potential cause is that the device was clamped on something thick or a solid object. However, no conclusion could be drawn as to cause of cause such deformation. The device was test fired with a test cartridge and showed good staple formation. The reported event could not be confirmed. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on instrument 2: batch # e5pf7j.